Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter got stuck on guidewire. The 90% stenosed and calcified lesion located in the severely tortuous in the right coronary artery (rca). The physician was attempting to implant a taxus express2 3.50x16mm drug eluting stent. However, the catheter got trapped with an unk guidewire. The device was removed intact and there was no pt complications. The procedure was completed with another of the same device and pt status post procedure is good.